Event description:
Information received from the field does not address the patient's clinical status but notes a high current drain of 42ua and premature eol/rrt indicator. Telemetered battery voltage was 2.76v.